Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.

Event description:
An international distributor reported the AED will not power on. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported that their AED would not power on when using battery sn (B)(6). Analysis of the device's log files did not show any record of battery sn (B)(6). The log history indicated that the AED had been without a battery installed for over two years. After installing a new battery and performing a manual self-test, the AED powered on and functioned as expected.